Event description:
Customer reported that he experienced unexplained high blood glucose for the past two weeks. Customer contacted his doctor and has a backup plan. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles. Insulin did exit the tubing with manual prime. Time and date are incorrect; customer was assisted with correcting. Basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Customer removed the infusion set and the cannula was not bent. Current blood glucose value is 254 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.